Event description:
Note: this report pertains to one of two flexima biliary stents used during the same procedure. Refer to manufacturer report#3005099803-2025-04031 for the associated device information. It was reported to boston scientific corporation that two flexima biliary stents were to be implanted during a stent placement procedure performed on (B)(6) 2025. During the procedure, a placement failure occurred with both stents. The procedure was not able to be completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information like manufacture and expiration dates. If additional details become available, a supplemental report will be submitted. Block h6: imdrf impact code f1001 captures the reportable event of procedure cancelled.

Manufacturer narrative:
Blocks d4 (model number, lot number, catalog number, expiration date, unique identifier (UDI) #) and h4 (manufacturer date) were updated based on the additional information received on 25aug2025. Block h6: imdrf impact code f1001 captures the reportable event of procedure cancelled.

Event description:
Note: this report pertains to one of two flexima biliary stents used during the same procedure. Refer to manufacturer report#3005099803-2025-04031 for the associated device information. It was reported to boston scientific corporation that two flexima biliary stents were to be implanted during a stent placement procedure performed on (B)(6) 2025. During the procedure, a placement failure occurred with both stents. The procedure was not able to be completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of procedure cancelled. Block h11: a flexima biliary stent with its delivery system was received for analysis. Visual inspection of the returned device found the push catheter suture hole torn, and the guide catheter kinked. Product analysis confirmed the reported event of stent failure to deploy. The investigation concluded that the reported event and additional observed damages on the delivery system were most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, the most probable cause of the reported event is adverse event related to procedure.

Event description:
Note: this report pertains to one of two flexima biliary stents used during the same procedure. Refer to manufacturer report#3005099803-2025-04031 for the associated device information. It was reported to boston scientific corporation that two flexima biliary stents were to be implanted during a stent placement procedure performed on (B)(6) 2025. During the procedure, a placement failure occurred with both stents. The procedure was not able to be completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts